Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. During customer follow-up, it was confirmed that the wbc count was below <5x10^6. Root cause: a definitive root cause for the reported red blood cells (rbcs) in the platelet line during primesequence could not be identified through run data file review. It is possible, though notconclusive,that a small amount of cells went by the rbc detector however at a level below the trigger criteria. The accuracy of the entered donor¿s hematocrit can affect the occurrence of an rbcs pillover, especially when the donor¿s hematocrit is higher than average (48%+). The hematocritinitially entered is 52%, and was updated to 49% at 6.3 minutes into the procedure. It is possible,though not conclusive that the initial higher than actual hematocrit caused a small, though below the trigger criteria, rbc spillover. Another contributing factor can be loading of the channel in the centrifuge filler. If the lines exiting the hex collar become partially or fully occluded, rbcs can besent up the plasma or platelet lines.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. White blood cell (wbc) count is not available at this time. The trima accel set is not available for return because it was discarded by the customer.